Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement and helix issue on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.